Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a non-tortuous and severely calcified below the knee vessel. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.